Event description:
The customer reported the system displayed a pre-charge error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaed the generator batteries. The system operates as intended.